Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected upper range. Atrial pace impedance is variable but has been consistently greater than 2000 ohms since 18aug2016. Concomitant medical products: 4193-88, lead, implanted: (B)(6) 2002; dtba1d1, ICD, implanted: (B)(6) 2016.

Event description:
It was reported that the right atrial lead had high impedance. The lead remains in use with the alerts programmed off. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.